Event description:
Device 1 of 7. Related manufacturer reference number: 1627487-2019-06629. Related manufacturer reference number: 1627487-2019-06630. Related manufacturer reference number: 1627487-2019-06631. Related manufacturer reference number: 1627487-2019-06632. Related manufacturer reference number: 1627487-2019-06633. Related manufacturer reference number: 1627487-2019-06634.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 7. Reference MFR. Report #: 1627487-2019-06629. Reference MFR. Report #: 1627487-2019-06630. Reference MFR. Report #: 1627487-2019-06631. Reference MFR. Report #: 1627487-2019-06632. Reference MFR. Report #: 1627487-2019-06633. Reference MFR. Report #: 1627487-2019-06634. It was reported the patient experienced ineffective stimulation. The patient denies any traumatic event, and reprogramming attempts did not address the issue. As a result, the physician explanted the system.